Manufacturer narrative:
Narrative field: new, updated and corrected information is referenced within the update statements. Please refer to update statement dated (B)(6) 2018 in the field. No further follow-up is planned. Evaluation summary: a male patient reported the injection button of his humapen ergo ii device could not be pushed down. He experienced increased blood glucose. The device was not returned for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality with high probability. There is no evidence of improper use.

Event description:
(B)(4). This report is associated with product compliant: (B)(4). This solicited case reported by a consumer via a patient support program (psp), concerned a (B)(6)-year-old (B)(6) (nationality: man) male patient. Medical history was reported as none. Previous drug adverse reaction and family drug reaction was unknown. Concomitant medications included acarbose for an unknown indication. The patient received insulin lispro protamine suspension 75%/insulin lispro 25% (rdna origin) injections (humalog mix 25 100u/ml) via a cartridge from a reusable humapen ergo ii (blue, plastic), 22 units at morning and 20 units at evening, subcutaneously, for the treatment of diabetes mellitus beginning on 2012 or 2013 (conflicting dates). On an unknown date, after starting insulin lispro protamine suspension 75%/insulin lispro 25%, his blood glucose was high (units and baseline values were not provided) and he was hospitalized on an unknown date in (B)(6)-2017. No more details regarding further treatment and laboratory tests done while hospitalized were provided. He was also hospitalized to adjust his blood glucose every year. On (B)(6)-2018, the injection button of his humapen ergo ii could not be pushed down (pc number (B)(4) and batch number unknown). The information regarding corrective treatment and outcome of the event was not provided. Insulin lispro protamine suspension 75%/insulin lispro 25% therapy was continued. The operator of the humapen ergo ii and his/her training status was not provided. The humapen ergo ii model duration of use and the suspect humapen ergo ii duration of use were not provided. The suspect humapen ergo ii with pc (B)(4) was not returned to the manufacturer. A replacement pen was provided. The initial reporting consumer was unsure if the event of blood glucose increased was related to insulin lispro protamine suspension 75%/insulin lispro 25%. The relatedness assessment between the event and humapen ergo ii was not provided. Edit (B)(6) 2018: updated medwatch and european and (B)(6) (EU/(B)(6)) fields for expedited device reporting. No new information added. Update (B)(6) 2018: additional information received on (B)(6) 2018 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch/european and (B)(6) (EU/(B)(6)) device information, and device return status to not returned to manufacturer for pc (B)(6) associated with unknown lot of a humapen ergo ii device. Corresponding fields and narrative updated accordingly. Edit (B)(6) 2018: copied dsss information from lss analysis summary (from qc) field into lss analysis summary (for reporting form) field which was provided on (B)(6) 2018.